Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (During follow up, the customer reported that the staff had not tightened the set¿s connections well enough, resulting in a leak.), (B)(4). This is a report of a use error, where the staff did not tighten the set¿s connections properly. The direction insert included with this device provides instructions for properly connecting the male luer adapter. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with male luer lock adapter leaked from its distal end, resulting in fluid not flowing properly. This occurred when the extension set was connected to IV tubing. The intended procedure was an intravenous infusion; however, it was not specified if the patient was connected when this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.